Event description:
A customer contacted beckman coulter inc. (Bec) stating smoke was coming from the right hand side of the access 2 immunoassay system. The customer unplugged the power cord of the system and waited for service to arrive. No fire was observed. There was no injury reported and the fire department was not called.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(6) 2011. Fse discovered 2 transistors on the stepper motor driver board were burned. Fse replaced the stepper motor driver board and inspected the main pipettor motors and connectors and found no shorts. Fse verified instrument operation, primed the system, performed the daily clean procedure and assay qc and no issues were noted. All repairs were verified per established procedures and all results met published performance specifications. Hardware is the root cause of this event. The bec internal identifier for this event is (B)(4).